Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿ wife reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. The customer states other blood glucose was 586 mg/dl. The customer was treated with manual injection. The customer experienced the symptoms like nausea and throwing up during their high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.